Event description:
The valve was explanted due to "pv" leak. At implant, the aortic annulus was reconstructed to close a "tract" that was open. At reoperation, while examining the tract area on the inflow side to determine if explant and further repair was needed, a leaflet fracture occurred. The valve was then explanted and replaced with another sjm valve.